Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys, expiration date: 14-may-2022, serial#: (B)(4), UDI #: (B)(4). Device manufacture date: 30-nov-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited dislodgement during tether removal. The ipg was successfully snared, removed from the patient and replaced. No patient complications have been reported as a result of this event.